Manufacturer narrative:
Concomitant medical products: product ID: 8711, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID: 8596sc, serial# (B)(4), product type: catheter. (B)(4).

Manufacturer narrative:
The proximal catheter was returned in 3 segments. Piecing segments 1 and 2 back together revealed a ¿v¿ shaped mark. Inspection of each end revealed discoloration in the notched areas and there was a certain smoothness; which indicated some mechanical type cutting action. The distal and proximal ends of segments 1 and 2 were also found to be hard, which indicated a loss of elasticity. Analysis of the catheter determined that the fracture was related to the user¿s actions.

Event description:
It was reported that there was a confirmed catheter fractured. The patient was having the pump refilled to often so they were having a 20ml pump replaced for a 40ml pump. The patient was getting good therapy and no dye study was done prior to the case. It was reported that during the case the physician disconnected the catheter from the pump and was cauterizing to free up the catheter that was bent and caught up in the tissue. The physician was trying to release it and the catheter was in 2 separate pieces and was completely broken off. The physician was unsure what had happened to the catheter and didn¿t think he had cauterized it. The physician thought there was an existing bent in the catheter that got fractured when the physician pulled on it. The physician wanted to keep the existing catheter and connected it to a new segment. The physician used a sutureless connector revision kit and expanded the clear sheath. The physician did not get drug flow from the catheter when he connected the sutureless connector. He did not want to replace the catheter because the patient had been getting good therapy. The physician thought that the catheter was up against a "wall" and felt the flow was fine. The sutureless connector and pump were primed on back table. They started the therapy and decreased the dose to simple continuous 10mg/day. The physician gave the patient a 1mg bolus in recovery and the patient was under observation. The patient did great after receiving the bolus in the recovery room. The patient was staying the hospital for "3h" and had great pain relief. The patient was sent home and the physician called to check up on the patient throughout the evening. The pump system was delivering clonidine, bupivacaine and morphine. No symptoms were reported. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.